Manufacturer narrative:
Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. This wireless footswitch is of the first generation and is not affected by the medical device correction z-0476-2022 initiated by philips. Philips currently cannot solve the reported problem by replacing the wireless footswitch as there is currently a hold for wireless footswitch replacements due to the ongoing medical device correction. The customer is currently using the wired footswitch instead of the wireless footswitch until a replacement becomes available.

Event description:
It has been reported to philips that the wireless footswitch was defective. The system was not in clinical use when the issue was identified. No harm has been reported to philips.